Event description:
It was reported that "abnormal noise and consequent helium loss signal block and sudden shutdown". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4) the reported complaint of "helium loss" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "abnormal noise and consequent helium loss signal block and sudden shutdown". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".